Event description:
It was reported from the us that during an orthopedic surgery there was a broken instrument. In the last few minutes of the case, the surgeon was impacting the femoral head with our instrument and the black impactor head cracked and broke into pieces. No pieces fell into the surgical site and no pieces were left inside of patient. There was a delay of 1 or 2 minutes while another tray was opened. There was no adverse event to the patient. The device was not returned for analysis, it was disposed of at the hospital. The patient was last known to be in stable condition with no issues. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Engineering evaluation: the broken device reported was likely the result of a stress riser introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the device. However, this cannot be confirmed because the component was not returned for evaluation. Design-related issues: the design of this femoral head pusher, low profile/modified femoral head impactor has been in the field since 2013. Exactech is aware of 3 total complaints involving femoral head pushers since 2013. Because the femoral head pusher is used in total hip replacements, the sales data for non-ceramic femoral heads was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. The issue does not appear to be design related. Mfg-related issues: the manufacturing lot information was not provided. Therefore, no information regarding the manufacturing of the specific device lot can be gathered at this time. A review of the risk management report (rmr) and risk assessment and controls report (racr) was conducted to ensure the risk was included and the occurrence is below the threshold. Rmr-00025 rev- and racr-00028 rev- were reviewed. The risk is captured. However, the racr will be updated under (B)(4) to capture an appropriate harm for this hazardous situation. Corrective actions are not required because the occurrence rate is ¿very low,¿ the risk is captured in the rmr/racr, and the racr will be updated to capture an appropriate harm for this hazardous situation. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues.